Event description:
It was reported that the insulin pump alarmed with several errors and alerted off no power without a low battery indicator. The blood glucose reading was 240 mg/dl. The customer stated that the insulin pump had fallen and had also been dropped into a puddle of water. She noted that the alarms changed every time she pressed the act button. She observed that the battery compartment had a crack in its plastic and the crack ran through the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The deice has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and passed the self test and reset error test with no error alarms. All operating currents were within specification and no unexpected low battery, off no power, or battery indicator anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.